Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports being on the last step, but the teeth are crowded and has worn the aligners for a couple more months because the teeth keep moving so much. Has 1 loose tooth from alignments which is why patient had slowed the last step hoping the bottom teeth would be a little straighter. The top and bottom aligners are cracked.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.